Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and the top. The returned battery cap was found to be damaged; the coin slot was worn and the threads were stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was cut and torn at the ok button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The contrast keypad button was unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.